Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient's relative (the reporter) contacted lifescan (lfs) USA, alleging that the patient's onetouch ultramini meter was displaying an error 1 message during testing. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged meter issue began on (B)(6) 2016 at around 8:30 to 9:00pm. The reporter informed the csr that the patient manages his diabetes with humalog insulin (sliding scale) and lantus insulin (pre-set dose at night). It is not known if the patient made any changes to his usual diabetes management regimen due to the error message appearing: however, the reporter claimed the patient developed symptom of feeling ultra thirsty 12 hours after the alleged issue began. In response to the symptom, the reporter claimed the patient consumed less food and drink. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. Products were replaced and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs/symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged error message began to appear.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.